Event description:
It was reported that, "valgus instability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The sales rep relayed that this event was not a device issue, rather increased laxity in the joint which required a thicker insert to be used. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. If it becomes available, the evaluation summary will be submitted in a supplemental report.